Event description:
The customer alleged they received questionable troponin t stat (tnt) results on their 2010 analyzer (e2). The customer provided data for three patients. One patient had a discrepant result that was reported outside the laboratory and it was the only result being questioned by the customer. The patient's initial tnt result was tested on another 2010 analyzer, serial number (B)(4). The result was 0.037 ng/ml accompanied by a data flag. The result was rounded to 0.04 ng/ml and it was reported outside the laboratory. The sample was repeated after calibration and the result was 0.042 ng/ml accompanied by a data flag. The sample was then tested on this 2010 analyzer, e2. The result was 0.025 ng/ml and it was not reported outside the laboratory. The sample was repeated on this analyzer a second time and the result was 0.031 ng/ml accompanied by a data flag. The customer did not know which result was correct. There were no adverse events. The tnt reagent lot number was 16887901 and the expiration date was 08/31/2013. The field service representative found the high voltage was out of specification. He adjusted the high voltage. He verified mechanical adjustments and operations. He ran performance testing with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause has not been identified. During the investigation, 3 tnt stat lots were compared on eight different elecsys 2010 or e411 instruments. It was determined the specific bead lot used for production of reagent lot 168879 exhibited an increased, instrument status dependent matrix effect. The variability in results caused by this matrix effect is dependent upon the maintenance and status of the specific instrument at the customer site.